Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door will not latch, which was observed when powering the unit on during eval. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump's door will not latch. It was also reported there was no pt involvement.